Event description:
The patient reported that the pump rebooted without user intervention. There was no damage to the pump or water exposure noted. There was no corrosion present in the battery compartment. The battery cap was reportedly changed one to three months prior to the date of the complaint, which is within the time period specified in the owner's booklet. There is no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the alarm history indicated multiple "replace battery" alarms occurred on (B)(6) 2011. There were no power issues observed in the black box. The black box data from (B)(6) 2011 is not available for review due to continued pump use. Visual inspection revealed no damage to the battery cap or compartment. The batter cap was able to fasten securely to the pump, and the pump powers on normally. The pump was exercised for 24 hours with no alarms or power issues occurring. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.